Event description:
During use of a crescent ra catheter, it was reported 2 days after inserting the cannula and prior to planned weaning, customer confirmed an atrial perforation. The patient was placed on cardiopulmonary bypass and the atrium was repaired. No additional adverse patient effects were reported. There was no damage or problem with the device that resulted in the perforation.

Manufacturer narrative:
The catheter was not returned for analysis. There does not appear to be a device failure nor has the hospital alleged a device deficiency of the crescent ra catheter. Definitive root cause of the injury is unknown. Review of the information provided by the customer suggests that placement location, securement of the catheter, or catheter migration due to movement of the patient may be contributing factors.